Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The customer consumed carbohydrates to address bg. Reportedly, the cartridge and infusion set had been in use for the last two weeks because they were out of supplies. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider to discuss diabetes management.